Manufacturer narrative:
The reported 72204401 screw biosure regenesorb 8mm x 30mm, intended for use in treatment, has returned for evaluation. From the information provided, ¿during a right knee ligamentoplasty, the "8 x 30mm biosure regenesorb interference screw broke when the transplant was placed. The screw broke at the distal zone at the beginning of its insertion¿. Visual assessment confirms breakage of screw. The screw showed breakage on the tip and some human matter. An exact root cause cannot be determined with confidence. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Event description:
It was reported that, during a right knee ligamentoplasty, the "8 x 30mm biosure regenesorb interference screw" broke when the transplant was placed. The screw broke at the beginning of its insertion. In consequence, the fragment and broken screw were removed from the patient. Although a back-up device was available to complete the procedure, it is unknown if there was a surgery delay. No other complications were reported.